Manufacturer narrative:
(B)(4). The certas valve was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the problem reported by the customer could be due to "biological debris and protein build up, no functional issues were noted during the investigation.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported it was not possible to change the setting of a certas valve and it was explanted and replaced.